Event description:
No additional information provided by the customer.

Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, it is likely that the event was caused by a component failure of the electrode. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported the resection electrode had the metal ring of the electric cutting loop has fused. The issue was found during a transurethral resection of the prostate (turp) therapeutic procedure. There was a procedural delay during turp procedure under sedation, however, the intended procedure was completed with an olympus back-up device. There were no reports of patient injury or harm.